Event description:
On j(B)(6) 2026, the patient underwent a percutaneous drainage catheter placement procedure using a navarre universal drainage catheter. Post procedure, it was observed that the drainage was significantly slower than expected, with the device used in the peritoneum and gravity flow utilized for drainage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.